Event description:
Information received that smiths cadd legacy one 6400 pump battery alarm was depleted. No injuries were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device showed evidence of fluid ingression on the downstream occlusion sensor. The device was tested using simulated use and mechanical inspection of motor drive train. The customer's reported problem regarding "battery depleted alarm" was able to be duplicated. Simulated use testing confirms the battery depletion alarm by running the pump produces the battery depletion alarm with constant alarm. The pump was opened and found the motor seized. It's recommended to replace the motor to address the battery depletion alarm.

Event description:
Additional information received indicated that there was no patient involvement.